Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed. Original awareness date is (B)(6) 2011, new information was received on (B)(6) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and had no issues upon receipt. The supplier performed an evaluation and found that the device was within specification. This complaint is invalid from a manufacturing standpoint. Placeholder.

Event description:
It was reported that the norian mixer did not transfer the paste into the delivery syringe properly. This report is for file (B)(4).